Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot was performed and passed. Functional test was performed and passed. Pairing test was performed and passed. Interior inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.